Manufacturer narrative:
An intuitive surgical inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not reproduced based on the field evaluation. The fse tested the erbe with their own vessel sealer extend (vse) instrument several times with no sealing or cutting issues. A review of the instrument log identified that two vessel sealer extend instruments with the same part number (480422-1) were used in the case. The lot numbers were l91200429-0046 and l92200427-0317. It is unknown which one of the instruments had the reported issue. A review of the site's complaint history shows no additional complaints related to this product and/or this event. No image or video was provided by the site for review. This complaint is being reported based on the following conclusion: it was alleged that the vessel sealer extend instrument was not sealing effectively. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Although there was no patient injury reported, if the failure were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the vessel sealer extend (vse) instrument was not sealing effectively. The technical support engineer (tse) was able to observe that the vessel sealer in arm 4 was energizing properly. The customer moved the instrument to arm2 and it indicated properly energy as well. Tse suggested that the tissue grasp may be too large. The surgeon grasped less tissue and the vse performed as expected with an effective seal and cut. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.